Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and test drove the system. The fse found usm2 did not have full range of motion of the carriage due to a loose bolt that was sticking out, preventing the carriage to travel along the rail. The fse replaced the usm to resolve the loose bolt and the insertion rail. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed and found to have a loose screw. The unit was tested on an inhouse system where it passed in normal mode. The unit was also tested on an internal fixture test platform and passed all tests. Some insertion rail screws were found to be missing and loose. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a vinci-assisted low anterior resection procedure, the customer encountered faults on universal surgical manipulator 2 (usm). The customer stated that the surgeon elected to convert the case to open surgery as they did not feel comfortable continuing with the system due to the fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and identified two recoverable faults on involving usm2. The customer requested an isi field service engineer (fse) to follow up. Isi followed up with the initial reporter and obtained the following additional information: the site's robotics coordinator indicated that the procedure was converted to open surgery because the arm was not moving properly. The patient tolerated the conversion to open surgery. The system was inspected prior to use and there were no issues noted during the set up. It is unsure if the patient had any post-operative complications. There was no video recording of the procedure.